Event description:
Patient was implanted with 2.4mm/2.7mm variable angle (va) locking opening wedge plate and screw construct on (B)(6) 2012. Reportedly, the patients fracture had healed; however, the patient experienced a malunion. Reportedly, the patient presented with improper healing/less desirable results. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the all hardware and the patient was revised to a 2.4mm/2.7mm va-lcp t-fusion plate and screw construct. This is 2 of 5 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.